Event description:
It was reported, the patient never had therapeutic effect and that the therapy was not working for the patient. It was noted that multiple adjustments to the patient's stimulation had been done and "nothing worked." The patient had a loss of bladder control. On (B)(6), the patient went to their healthcare provider (hcp) and it was indicated the patient had 480 cubic centimeters (cc) of urine they were retaining. Adjustments to the stimulation were made, but it was stated that within one day it was "not working" again. The patient went to the hcp again on (B)(6), and had 450 ccs of retained urine. The hcp instructed the patient's personal assistant to have a foley urine bag put on the patient. It was also stated that urine was "just running out" of the patient at the time of report. It was indicated, the patient had an appointment with a different hcp about a week after the date of this report. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID: 3037 lot# serial# (B)(4), product type programmer, patient product ID: 3 889-28 lot# v879144, implanted: 2011 (B)(6), product type lead. (B)(4).